Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the aus was not functioning properly by not inflating. A surgical procedure was performed during which the device was explanted and replaced. The reported cause of the cuff no longer functioning properly was suspected to be atrophy. Upon explant the system still had fluid and no leak was observed. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 543729015. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 544637020. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).